Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blood glucose value of over 600 mg/dl, and was hospitalized. It was reported that the customer's insulin pump did not bolus properly. The reporter was advised to troubleshoot for the issue, but declined. No further information was provided.